Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy occurred on (B)(6) 2017. At this time, the patient obtained a blood glucose result of ¿414mg/dl¿ with the subject meter and a result of ¿314mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage and did not state whether or not they made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that 2 hours after the alleged product issue occurred they developed the symptom of ¿sweating¿; a symptom which the patient associated with hypoglycemia. The patient did not state what treatment, if any, they required as a result of this symptom. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the blood glucose results. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after allegedly obtaining inaccurately high results with the subject meter.